Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose. Customer¿s blood glucose level was 200 mg/dl at the time of call. Customer was treated with insulin drip. Customer stated that the insulin pump had battery out limit alarm and customer declined troubleshoot for it. The insulin pump will not be returned for analysis.